Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reported via phone call that he was hospitalized for low blood glucose. Customer's blood glucose was 27 mg/dl. Customer was wearing the device at time of hospitalization. Drive support cap was damaged. Customer declined troubleshooting for low blood glucose. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The pump was received with a motor error alarm during the basic occlusion test due to a faulty force sensor resistor. The motor passed the motor test. Unable to perform the occlusion test due to the motor error alarm. The drive support disk was inspected and no anomaly was noted. The pump was received with a cracked case at the display window corner, minor scratches on the lcd window and a cracked reservoir tube lip. The pump was received with normal operating currents and no unexpected off no power alarms or low battery alarms.